Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/ca. Lot or s/n: (B)(6). Details of complaint (reported issue): product is leaking. Complaint noticed: prior to use. Problem frequency: 1st time. Patient injury: no. Has health canada been informed? Unknown. Qty affected: 1 ea.